Event description:
It was reported that the bd safetyglide¿ needle clogged. The following information was provided by the initial reporter: multiple needles would not allow the vaccine to pass through or you had to push very forcefully, which then made the vaccine explode out like a cannon.

Manufacturer narrative:
Investigation summary five samples were provided to our quality team for investigation. Upon visual inspection, no defects or issues were observed. Functional testing was performed, each sample was connected to a syringe with saline solution. All the samples expelled the solution with normal flow, clogged needle was not confirmed. Furthermore, a device history record review was completed for provided lot number 2024137. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation with sample analysis symptom reported could not be confirmed.